Manufacturer narrative:
This report is submitted on july 22, 2021.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient was placed under general anesthesia on (B)(6) 2021 in order to replace the abutment.